Event description:
It was reported that when the neurologist programmed the patient's implantable neurostimulator (ins), high impedances (>40,000 ohms) were observed on the right lead (electrodes 4 to 7). The assessment was made that the right lead was damaged during implantation. The patient was reported as receiving therapeutic benefit from the left lead in the brain with the right lead programmed to zero volts. In (B)(6) 2012, the decision was made to revise the right lead. A new lead was then implanted. When the new lead was connected to the existing extension, the impedance measurements remained high. The end-of-service condition was used to rule out the lead and extension as the source of the high impedance so the ins was replaced. When the new ins was being programmed, the company representative recognized an error in the previous programming and reprogrammed the new ins to use electrodes 0-3 and 8-11. All impedances were then measured as normal. The implanting surgeon and the neurologist were notified as to the source of the programming/impedance problem. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer, patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot # v345141, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v345141, implanted: (B)(6) 2009, product type lead.